Event description:
It was reported that stent dislodgement occurred. While preparing a 16 x 4.00mm promus premier¿ drug-eluting stent, the nurse removed the plastic tubing from the housing. However, it was noted that the stent was not "fixed" on the delivery system and had moved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. A review of the associated batch records; the stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range with no anomalies evident. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector is within specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the analysis it may be possible that the damage occurred during the preparation and handling of the device while removing the stent protector. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).